Event description:
The customer stated an architect i2000sr analyzer generated a false positive toxo igg result for one patient sample. The architect generated an initial toxo igg result of 17. The sample was repeated in duplicate and generated results of 0.1 and 0.1. The false positive toxo igg result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a service history review for the customer's instrument, a search for similar complaints, and a review of labeling. The customer believed the cause of the false positive toxo igg result to be sample integrity. A review of the instrument service history found one other complaint that does not appear to be related to this complaint. Tracking and trending identified no adverse trend. Package insert labeling and analyzer labeling were reviewed and found to be adequate. Based on the evaluation no product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.